Manufacturer narrative:
Based on the information provided at this time, no definitive conclusions can be made. The patient was unable to provide davol with a lot number, therefore a review of the manufacturing records could not be completed. While the cause of the patient's reported infection is unknown, regarding infection the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient: (B)(6) 2012--patient underwent the repair of a large ventral hernia and was implanted with a "11 x 14 cm composix" mesh. (Composix kugel hernia patch). In 2013--patient's abdomen turned red and an abscess had formed exteriorly. The surgeon had removed about 6" of a suture that was extruding through the patient's abdomen. Following the removal of that suture, the patient underwent another revision procedure removing more of the unspecified abdominal sutures. Per the patient's surgeon, the sutures were not from the procedure in 2012, they were from an old abdominal procedure that was performed in 1996. On (B)(6) 2015--patient reported an abdominal wound that had become painful, reddened and open. The patient underwent unspecified plastic surgery and is unclear whether or not the surgeon removed any of the mesh at that time. She indicated that she currently has abdominal drains in place due to the mesh being infected.